Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) was not reported; therefore, the UDI number only will contain the device identifier (01). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump indicated that the infusion was complete; however, the pump had been running without the blue clamp being secured in place. This was observed during patient infusion on the acute care unit (acu). When the blue clamp was placed into the pump to open the door, 1 out of 3 indicator lights were red while the others were not lighting up at all; the pump did not alarm for this issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.